Event description:
A prophylactically replaced generator was returned at an off time of 60 minutes. Review of programming shows an interrupted system diagnostic test occurred on (B)(6) 2007 that altered device settings. The off time of 60 minutes was not corrected. No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of programming history and product analysis.